Manufacturer narrative:
(B)(4). Date sent: 03/22/2012. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? 4cm from pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher on firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Follow IFU to return knife blade and open device after the partial firing. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Same issue occurred with both devices. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? 10+. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. A conference call took place with ees cross functional team consisting of cq, fqe, design engineering, quality engineering, and medical affairs with the surgeon. Discussed the design of the lockout mechanism of the echelon device, analysis results, and possible causes of inadvertent lock out. Device (a) was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was received for analysis with no visual non-conformances and with two cartridges reloads present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, one reload partially fired 1/3 was received. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated and straight positions using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h53z6k (mfg date 12/14/2011; exp date 11/14/2016). Premature sled movement, incomplete-interrupted cycle.

Event description:
It was reported that the devices were used during a laparoscopic sleeve gastrectomy. The devices were loaded, inserted into the patient and fired. The device fired only 1/2 way and some of the staples were not formed at the end of the cartridge. Another device was used to complete the case. There was no adverse consequence to the patient.